Event description:
The customer reported an inability to acquire v2 and v6 leads. There was no reported adverse patient impact reported.

Manufacturer narrative:
(B)(4): the customer reported an inability to acquire v2 and v6 leads. There was no reported adverse patient impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.